Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in a moderately tortuous vessel. A 2.25 x 28mm synergy xd drug-eluting stent was selected for use. However, resistance was felt before reaching the lesion and the stent strut was noted to be lifted. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.